Event description:
The angelchik anti reflux prosthesis, placed at an unk time in another state, dislodged and "floated down causing the pt pain." The prosthesis was surgically explanted from the left lobe of the liver, where it had settled causing tissue disruption.